Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The 99% stenosed target lesion was located in the severely calcified and severely tortuous left anterior descending (lad) artery. A 1.50mmx12mm emerge¿ balloon catheter was advanced for dilation, however, the device was unable to cross the lesion. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good. However, returned device analysis revealed longitudinal balloon tear.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of an emerge balloon catheter. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. Microscopic examination of the balloon revealed a 14mm longitudinal tear from the proximal to distal end of the balloon. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the longitudinal tear. Microscopic examination revealed that the distal tip was damaged. Microscopic examination and tactile inspection revealed that there were numerous shaft kinks. Microscopic examination and tactile inspection presented no damage or irregularities in the shaft of the hypotube. Microscopic examination presented no damage or irregularities with the bi-component weld bonds. The overall length of the catheter was measured and passed product specification. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).